Event description:
It was reported that during use of the bd max system, bd max instrument, the door would not remain open. No injuries were reported.

Manufacturer narrative:
Investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had door issue. Customer reported does not stay open, hood damper needs to be replaced. Service replaced the damper, then performed a functional test successfully; instrument was turned back over to the customer for normal use. This complaint is a confirmed failure of the instrument, and the root cause cannot be determined from the information provided. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. E.1. Initial reporter phone number: (B)(6). G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max system, bd max instrument, the door would not remain open. No injuries were reported.